Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A high reading issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving higher sensor reading on the adc freestyle libre when compared to competitor¿s meter. The customer received an unspecified high reading and experienced symptoms described as ¿sweating, seizure and a loss of consciousness. The customer further reported falling and was incapable of self-treating. A non-hcp intravenously administered 1mg of ¿glucagene¿ (glucagon) to the customer as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving higher sensor reading on the adc freestyle libre when compared to competitor¿s meter. The customer received an unspecified high reading and experienced symptoms described as ¿sweating, seizure and a loss of consciousness. The customer further reported falling and was incapable of self-treating. A non-hcp intravenously administered 1mg of ¿glucagene¿ (glucagon) to the customer as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A high reading issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving higher sensor reading on the adc freestyle libre when compared to competitor¿s meter. The customer received an unspecified high reading and experienced symptoms described as ¿sweating, seizure and a loss of consciousness. The customer further reported falling and was incapable of self-treating. A non-hcp intravenously administered 1mg of ¿glucagene¿ (glucagon) to the customer as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h-4 (device mfg date) has been updated based on the returned product. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. No further investigation is required.